Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-jan-2023. H6: investigation summary a device history record review was completed for provided material number 307731 and lot number 2205183. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, four (4) picture samples and four (4) physical syringe samples were returned for evaluation by our quality engineer team. Based on the sample evaluation, flashes were confirmed. These flashes were produced during the injection process due to a temporary issue with the closure of the mold. Based on our experience with this product, we would consider this a cosmetic issue, as it is highly unlikely that this material could affect the performance of the device. H3 other text : see h10

Event description:
It was reported while using bd emerald¿ syringes there were some with deformed syringe tips. There was no report of patient impact. The following information was provided by the initial reporter: during incoming inspection we detected "flashes" in the 5 ml syringes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd emerald¿ syringes there were some with deformed syringe tips. There was no report of patient impact. The following information was provided by the initial reporter: during incoming inspection we detected "flashes" in the 5 ml syringes.